Manufacturer narrative:
Correction: this field was incorrectly marked as yes in the initial report. This field has been corrected to no.

Manufacturer narrative:
The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that when the fluted matchstick device was opened, the scrub nurse matched the drill bit device with the proper sleeve; however, the drill bit would not go into the sleeve. It was further reported that after several attempts and different sleeves, also tried by the surgeon, an identical device with the same packaging, same size of the drill bit was opened and it fit into the sleeve properly. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.